Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked enclosure, wear and tear damaged line cord, plate clip, and tank cover, outdated pcb and power switch. Investigation, started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer?s reported problem was confirmed. According to the investigation, the enclosure was crack near the drain fitting causing the leak. The investigation reported that no action taken due to the age and condition of the device. The problem source of the reported problem is user interface (crack in enclosure near drain fitting).

Event description:
Information was received that this smiths medical level 1 hotline low flow system experienced leaking from the internal block where the disposal would connect. No patient involvement reported.